Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported, locking threads were worn down and didn't lock into plate, next screw worked perfectly. Doctor wasn't liking how it sat on plate, pulled it out and put in a new one and it worked better. After examining the screw he determined it was the threads.